Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to injury from the fall on (B)(6) 2017 10:30 am with blood glucose of 265 mg/dl. The customer was working on the roof and fell and admitted to hospital and will stay for a couple days. The customer wearing the pump at time of hospitalization. The customer declines troubleshooting for blood glucose. Customer reports damage to the pump and the screen is partially blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.